Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that specimens collected using bd vacutainer® fx 5mg 4mg plus blood collection tubes were found clotted. There was no report of exposure, serious injury or medical intervention.